Event description:
In early 2004, the patient developed several painful abscesses on his side and an infected abscess on his stomach as a result of gallstones, which remained in his body following gallbladder surgery in 2002. The infected stomach abscess was removed, resulting in a 4.5 inch long, 2 inch wide wound left open due to infection. In summer 2004, the patient was diagnosed with a small, but growing hernia near the site of the patient's healing stomach wound. In november 2004, the patient had the hernia repaired and permacol implanted to repair the damaged soft tissue. In march 2005, the patient learned that additional surgery would be necessary to address the recurrence of a hernia. Because of continuing gall stone problems, the patient's follow-up surgery could not be scheduled until 2006, on which date the surgeon performed a second surgery. The surgery revealed no trace of the previously implanted permacol, which had allegedly dissolved in the patient's abdomen.

Manufacturer narrative:
To date, no lot number information has been provided. However, tsl can confirm that the product is manufactured using a controlled and validated manufacturing process. The product is terminally sterilized by irradiation and has undergone sterilization validation and dose audit studies in accordance with iso 11137. Routine product bioburden monitoring is performed to help safeguard sterility assurance. Product and packaging inspection stages have been implemented in conjunction with a validated process and documented systems to help safeguard and assure product quality. Tsl requested additional information from the surgeon. However, to date no further information has been received.